Event description:
Philips received information from the customer that the operator was lowering the imaging table while it was in diag mode to safely remove the patient from the imaging table. In the process, the patient moved and the imaging pallet came off the head endstand. The imaging pallet came loose due to the endstands being uneven. The operator stopped using the hand controller and intervened by catching the imaging pallet and patient. The patient was removed from the imaging pallet and examined by a physician assistant (pa), who stated that the patient did not receive any injuries as a result of the reported event. The patient refused to have the scan performed so there is no report of re-injection or re-scan at the customer site.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).